Event description:
It was reported that "as part of patient training during an in-patient stay, it was determined that the acoustic alarm from the controller in the case of a power supply interruption was extremely quiet, which could result in a life-threatening situation during an accidental power supply interruption. The fault occurred during the course of therapy, not during initial start-up. Consequently, the patient received a new controller." It was reported there was no effects on the patient.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. The controllers will not being returned to the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The pump remains implanted, the controller ((B)(4)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. The reported event was confirmed as all alarms sounded lower than normal. Analysis of the device revealed that the device failed to meet specifications; the controller passed visual inspection but failed functional testing due to a faulty speaker. The electrical winding of the speaker tested fine so the speaker diaphragm is suspected to be faulty. Applicable risk documentation and experience with events of similar circumstances were considered; events with a controller producing low sound may be attributed to a faulty speaker. There are no known clinical factors that could have contributed to this event. The most likely root cause of the low sound is a defect in the speaker's diaphragm. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.